Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter was reading inaccurately high. The medical surveillance specialist (mss) was unable to reach the lay user/patient or reporter by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue began in (B)(6) 2010 (date/time not specified). At an unspecified date/time, the reporter claimed that the patient obtained an inaccurate high result compared to nurse's (unknown) meter; however, the reporter does not recall the results for either meter. In addition to oral medication (type and dose unspecified), the reporter stated the patient also manages his diabetes with diet and/or exercise. The reporter denied that the patient took any action in response to the alleged inaccurate result. At an unspecified date/time, the reporter claimed that the patient became weak. On an unspecified date in (B)(6) 2010 at approximately 11am, the reporter stated that the patient went to see his diabetic educator and was given (for an unknown reason) a diabetic bar. It is not known if the diabetic bar was administered to treat low blood glucose or if the diabetic bar was a sample for the patient to try. The reporter denied that the patient tested his blood glucose with another device. At the time of troubleshooting, the csr noted that the reporter was unable to verify the unit of measurement with the subject meter. The csr also noted that the blood glucose result was from the approved (per owner's booklet) sample site and that the patient followed the correct blood glucose testing procedure (per owner's booklet). Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient received medical intervention after the alleged issue occurred.